Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. Customer was informed to continue using the pump and to call back if any issues returned.